Event description:
It was reported that during a lap lobectomy, bleeding occurred when the device was released after it was fired on the ascending branch of anterior segmental artery of left lung at the 1st firing. 500ml blood transfusion was performed. The deployed staples seemed to be formed as intended. Reinforcement material was not used.

Manufacturer narrative:
(B)(4): damaged spring cartridge lockout. The analysis showed that the atw35 device was received in good visual condition and with a reload present. The reload was received fully fired and with the reload lock out spring bent. The damage to the reload lockout spring is consistent with damage observed when attempting to fire an already spent cartridge. The reload is design to lock out after a partial or complete fire to avoid re firing a partially or fully spent reload. Firing through the lockout mechanism can break the device. For more information please refer to the instructions for use.the returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape.it should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: 'was the device fired on tissue that had been radiated or has the patient been taking systemic steroids?---we have no detailed information. What other color cartridges were used before and after this event?---no. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? If so, when? ---no. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---the doctor felt difficulty in firing but we have no detailed information. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---no. Was there any difficulty removing the device from the tissue? ---no. What were the patient's pre-existing conditions? ---we have no detailed information. Does the patient have any relevant history of surgical treatments? If so, what? ---we have no detailed information. How long has the surgeon been using this device for this procedure (in years)? ---the doctor use this device about twice a year. Was the patient taking any anticoagulants or dvt prophylaxis? ---we have no detailed information. Where was the bleeding coming from? Staple line? ---the bleeding point was unknown but the doctor commented that it might have from the proximal part of the cartridge. Tachosil (csl behring ) was worn for hemostasis, without additional suture. This procedure had open surgery, not laparoscopic surgery. There were no adverse consequences to the patient. How is the patient currently?---good condition. Is the patient expected to have a full recovery? ---we will try to get additional information regarding hospitalization."